Event description:
The complainant reported a patient with unknown demographics, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support. The pump was pulled out of the left ventricle. As a result of the positioning failure, the pump was removed as the patient was noted to be hemodynamically stable. It was noted that the patient expired, but no further information was provided. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.